Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had grinding sound during rewind and load. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.